Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3550-39, lot# n311906, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was at the hospital at the time of the report to have the implantable neurostimulator (ins) removed and she was not sure how to turn the stimulation off with the patient programmer. It was noted, the patient needed to turn the ins off because, it would be removed on the day of the report. The reporter noted the ins was protruding through the skin for about 4-5 months. It was noted that the ins was bent and the patient was not able to charge. The reporter later turned the stimulation off and noted it was off because, the patient could not feel it in her leg and the lightning bolt disappeared. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.